Manufacturer narrative:
The reagent information was not provided. The field service engineer (fse) found that the main water pump was broken and replaced it. The investigation is ongoing.

Event description:
There was an allegation of questionable hbsag results for an unknown amount of patient samples on a cobas e 801 analytical unit. The customer alleged that they had initial false positive hbsag results that could not be confirmed during a rerun of the samples. The exact results were not provided.

Manufacturer narrative:
The customer reported that they received abnormal low signal alarms on the day of the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.